Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during removal of the clip delivery system, it was thought that the clip became caught on the pulmonary vein and met resistance with the guide tip. Difficulty removing the device has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium without issue. After successful leaflet straddling, the m-knob was applied, but did not respond. The guide was retracted and moved posterior / lateral but the cds was not responding. Initially, it was thought that the devices were mis-keyed (markers misaligned); therefore, m was removed and the cds was pulled back but became caught on the tip of the steerable guiding catheter (sgc). Troubleshooting maneuvers were performed and the cds was freed from the sgc tip. The cds was removed and correct marker alignment was confirmed. It is believed that the device was not responding to m-knob due to being caught in the pulmonary vein. A new cds was advanced without issue. The clip was implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI) number: (B)(4). The clip delivery system (cds) was returned for evaluation. The reported cds unable to curve the sleeve and cds difficult to remove from sgc could not be confirmed via returned device analysis. The returned device analysis demonstrated that the device functioned as expected with no cds mechanical issue or difficulty removing the cds. The difficulty removing the cds from the anatomy could not be replicated in the testing environment, as these reported events were based on operational/procedural/pathological circumstances. A definitive cause for the reported cds unable to curve the sleeve appears to be related to the procedural condition, while a definitive cause for difficult clip retraction from the guide tip and from the anatomy cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incident reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.